Event description:
The pharmacy leader reported an incident with a heparin drip on (B)(6) 2011 in which a new bag of heparin 25,000 units/250 ml was hung at 01:15 am. The nurse claims that when she checked the bag 2 hours later for an air-in-line message, the bag was empty. The nurse feels that she had programmed the pump to run at 10 ml/h.

Manufacturer narrative:
Sigma could not reproduce any flow rate error that suggest the pump had an over delivery. The unit was tested for flow rate accuracy, passing internal test specs. Occlusion testing was also performed with unit passing internal test specs.